Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text: device not available/returned for evaluation.

Event description:
It was reported that the saw handle malfunctioned and that the blade broke during a procedure. All parts of the blade were retrieved. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Event description:
It was reported that the saw handle malfunctioned and that the blade broke during a procedure. All parts of the blade were retrieved. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.